Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm appro ximately one month ago. The aortic neck angle is 50 degrees. The aortic neck was 4 cm in length. The iliac arteries were severely tortuous. It was reported that the patient presented with lower leg pain 11 days post implant. The CT revealed that there was a kink and occlusion in the stent graft where the aneurysm takes off from the aorta on the ipsilateral side. Currently there are no plans for intervention as the patient has good collateral flow. The physician will monitor the patient. Post implant films show that the ipsilateral limb is on the right side. At the distal end of the proximal neck, near the flow divider, the ipsilateral limb is compressed nearly flat and is occluded. At this location there appears to be possible calcification which may be causing the compression of the limb. Distal to this compression the ipsilateral limb re-opens completely but remains occluded. Collateral flow is seen perfusing the right femoral artery distally. The cause appears to be anatomy related; pre-implant films were not provided to better assess the anatomy.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (severely tortuous and calcified iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous and calcified iliac arteries).